Event description:
It was reported that a malfunction occurred on the pump after it got wet, displaying malfunction code malf 3, which could not be reset. There was no reported impact to the customer's blood glucose level. The customer was instructed to use mdi as a backup therapy, and it was confirmed that a replacement pump with updated software would be sent. The customer was provided with instructions on how to put the pump into storage mode and was advised on the return process for the faulty pump. A replacement pump was sent and training materials were made available.